Event description:
According to the reporter, the device will not power up in battery, found during routine testing.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up in battery and would not charge the battery when plugged into ac. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.